Event description:
The pt reportedly experienced overly loud sensation, followed by a loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the device will be scheduled.